Event description:
It was reported that approximately one week post implant of an implantable pulse generator (ipg) system, the right atrial (ra) lead exhibited undersensing which led to the inability to detect a true atrial tachycardia/atrial fibrillation (at/af), noted on current  electrograms (egm). It was also noted that the ra lead undersensing which resulted in the false termination of atrial tachycardia/atrial fibrillation (at/af) events and inappropriate  pacing. The ra lead also exhibited high atrial capture thresholds and no capture. Low p waves were observed. Additionally, the right ventricular (rv) lead exhibited undersensing which may have resulted in false termination of episodes. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: evfxplus-29 transcatheter valve; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the rv lead exhibited sensing issues with r wave on the qrs phenomenon was noted on external telemetry monitor and the ventricular fire on the t wave also. It was noted that there was a capture issue noted on the ra lead with no capture at max and an inability to confirm capture.